Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2025, a 23mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using an 18mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 3mm. Post-procedure, it was noted via electrocardiogram that the patient developed a transient complete heart block followed by tachycardia-bradycardia syndrome. The patient was hospitalized. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. The cause of the patient's complete heart block and tachycardia-bradycardia syndrome is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of transient complete heart block and tachycardia-bradycardia syndrome was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported transient complete heart block and tachycardia-bradycardia syndrome could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was hospitalized for monitoring and subsequently a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.